Manufacturer narrative:
The following field has been updated with additional information: b.5. Describe event or problem: it was reported that the bd safetyglide¿ needle was blocked during use. This occurred with 79 devices. The following information was provided by the initial reporter: the needle is consistently getting stuck. Customer is not able to aspirate needle. The following fields were updated with corrected information: d.4. Medical device lot #: 2024138. D.4. Medical device expiration date: 31-dec-2026. H.4. Device manufacture date: 24-jan-2022.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during use. This occurred with 79 devices. The following information was provided by the initial reporter: the needle is consistently getting stuck. Customer is not able to aspirate needle.

Event description:
It was reported that during use with bd safetyglide¿ needle the needle was blocked. This occurred with (B)(4) devices of lot# 2258504, twice with lot# 2322150, (B)(4) of lot# 2287686 and twice with an unknown lot. The following information was provided by the initial reporter: the needle is consistently getting stuck.

Manufacturer narrative:
H6: investigation summary: (B)(4) samples were provided to our quality team for investigation. (B)(4) were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All the samples expelled the solution with normal flow, clogged needle was not confirmed. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2287686. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during use. The following information was provided by the initial reporter: the needle is consistently getting stuck. Customer is not able to aspirate needle.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.